Event description:
The technician alleged the brakes are not holding. No injury reported.

Manufacturer narrative:
The technician replaced the brake caster and brake caster cover to resolve the issue.